Event description:
During an ablation procedure, when the needle was placed in the sheath, the needle punctured the tip of the sheath. Resistance was noted, but no kinking was visualized. The procedure was successfully completed with a replacement needle and sheath.

Manufacturer narrative:
No conclusion code available. The reported introducer puncture was confirmed. The sheath and dilator had been perforated distal to the hub. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly with no resistance noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the puncture remains unknown.